Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia the following day. The patient would later expire. A patient with st-segment elevation myocardial infarction coded, return of spontaneous circulation (rosc) was achieved, and was transported to the catheterization lab intubated and unresponsive. The patient was prepped on the table. Radial access was obtained for cardiac catheterization. The patient coded again, and cardiopulmonary resuscitation commenced with rosc attained and maintained. Repeat arterial blood gases and activated clotting time (act) were completed every few minutes as ordered. After rosc, coronary angiogram resumed with a tiger catheter via right radial access. Prior to the percutaneous coronary intervention (pci), the impella cp device was prepped for cardiac support. The left femoral access obtained for impella access, insertion was successful and cardiac flow was maintained at 3.2 -3.3 flow throughout the pci to the left circumflex, mid left anterior descending and diagonal branch arteries. Act was maintained at therapeutic range between 230 -250 range. The patient was transferred to the intensive care unit with stable vital signs and the access site was clean dry and intact (no hematoma or bleeding). The following day, however, the patient experienced limb ischemia and a plan was made to explant the pump. The patient remained intubated and sedated and pressor demands remained unchanged. The next day, the patient was noted be in multiorgan failure. Goals were discussed with the family and the patient was made do not resuscitate/intubate and would expire.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.